Manufacturer narrative:
Additional information was received from 3rd party service provider stating that the repair will be completed by a non-medtronic/covidien service provider. Medtronic/covidien was not authorized to evaluate / service the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, an 840 ventilator had an o2 sensor faulty. The ventilator was not in use on a patient at the time the malfunction occurred. Biomed will replace the o2 sensor. Covidien was not authorized to repair the device.